Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system 1. Reference medwatch with (b)(6 for the aviva system 2. Will not be returned to manufacturer.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 350 mg/dl (aviva system 1) and lo (less than 10 mg/dl) (aviva system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer has discarded strips. Replacement was sent.